Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site because of ipg location. The patient underwent an explant procedure wherein only the ipg was removed.